Manufacturer narrative:
The pump was not returned for evaluation. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a pump exchange on 05jun2018. Additional information was requested, but was not provided.

Event description:
Additional information was received on 24sep2021 that the ventricular assist device (vad) was exchanged secondary to vad thrombosis which was complicated by intraparenchymal hemorrhage, ventricular tachycardia status post (s/p) ablation, renal cell carcinoma s/p right radial nephrectomy and left partial nephrectomy, and atrial fibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). A direct correlation between the reported events (suspected pump thrombosis, intraparenchymal hemorrhage, cardiac arrhythmia) and (B)(6) could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 5.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The driveline was also submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13oct2016 via customer order. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section of this IFU lists stroke, cardiac arrhythmia, and thrombosis as adverse events that may be associated with the use of the hmii lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr (international normalized ratio) range. This section outlines indications of pump thrombosis as well as how to respond to such events. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline cut approximately 5.5 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The driveline was also submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.